Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on the lcd board. They were unable to test for the external ram crc error and unexpected restart alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test and the excessive not delivery test due to the blank display. The pump had scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 334 mg/dl at the time of incident. The customer stated that she checked her blood glucose for breakfast when she noticed that the pump was not working. She removed the reservoir and battery. The customer pressed the act button and the pump worked. The following alarms were in the pump history: external ram crc error and unexpected restart. The customer was able to rewind and fill the reservoir properly. The customer called five days later and stated that the screen was blank. Troubleshooting was completed but the display did not return. She wanted the pump replaced. The insulin pump was not returned for analysis.